Event description:
The pt's pump was refilled on (B) (6) 2010. Recently, the pt's was reporting withdrawal symptoms including itching and increased spasticity. It was noted that the pt had been receiving 2000 mcg/ml baclofen and had been on a steady dose for sometime. In response, the physician prescribed 10 mg of oral baclofen to be taken 4x per day. On (B) (6) 2010 or (B) (6) 2010, the pt had an x-ray; they were unable to visualize the catheter well, but part of it looked like it was looped. These results prompted a CT scan. On (B) (6) 2010, the CT scan indicated the catheter was unable to be aspirated. The pt was referred to meet with a neurologist at the end of the month. The device sys was used to deliver lioresal 2000 mcg/ml with a dosage of 1,128 mcg/day. As of (B) (6) 2010, the pt was still experiencing some spasticity, but was managing alright. The pt was still on oral baclofen, 10 mg/ 4x per day. As of (B) (6) 2010, the consulting surgeon had requested that the pt get more x-rays. Pending the results, he would make a decision whether or not to explant the catheter. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B) (4).